Manufacturer narrative:
This report is submitted on march 10, 2020.

Event description:
Per the clinic, the patient experienced discomfort with and without stimulation which was treated with a steroid (injection)(date unknown). The magnet was removed under a general anaesthetic. The implant remains in-situ.